Manufacturer narrative:
The device was received for evaluation. During testing it was identified that when the 1234 buttons on the keypad were pressed the output was 12374 and when the 5678 buttons were pressed the output was 56748. The cause was identified to be a defective keypad which requires replacement to address this issue. A device history review was not performed since there is already an open investigation into this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned novum iq large volume pump, it was identified that when the 1234 buttons on the keypad were pressed the output was 12374 and when the 5678 buttons were pressed the output was 56748. No additional information is available.